Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system date and time were incorrect. Upon troubleshooting actions, fse verified host pc setup and modified the host pc date and time. After repairs, the system was returned to use in good working order.